Event description:
Event description guidant received information that a lead revision procedure was done due to the lead perforating the cardiac tissue. At the procedure the field representative called technical services with questions about why there was no capture when the pacemaker was programmeded to auto capture at 3.5v @ .4ms, and no capture when testing at 6.5v @ .4ms. When commanded test done getting error message. There is obvious loss of capture and device the was pacing at a rate 70ppm. The patient's symptoms were chest and pleural pain.